Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The patient experienced a syncopal episode that the physician reported was not related to the implanted system. Upon check of the implanted system, there was loss of capture with no sensing and no pacing. The system was extremely turned and twisted likely due to twiddler's syndrome. An x-ray confirmed the lead had dislodged. A revision procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The lead has not yet been returned. No further information has been made available related to the return status of this product. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.